Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA/510(k)#: k023331. PMA/510(k)#: bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 bd vacutainer® sst¿ ii advance plus blood collection tubes had sharp "stub" protrusions on their gates that were found before use. The following information was provided by the initial reporter: "customer complaint that tube button has gate stub problem. Incidence : 23 tubes among 2000ea."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that (B)(4) bd vacutainer® sst¿ ii advance plus blood collection tubes had sharp "stub" protrusions on their gates that were found before use. The following information was provided by the initial reporter: "customer complaint that tube button has gate stub problem. Incidence : (B)(4) tubes among (B)(4) ea"